Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2019". Therefore, 31dec2019 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 77-year-old patient with a 7300tfx25 valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and five (5) months due to a mean gradient of 10 mmhg. As reported, the patient presented with heart failure. A 23mm transcatheter valve was implanted within the pre-existing surgical device with a perfect final result. Reportedly, the patient was noted as to be in stable condition. The implant date is known only as "2019". Therefore, 31dec2019 is being used to calculate the minimum implant duration.

Event description:
Edwards received notification that this 77-y-o patient with a 7300tfx25 valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and five (5) months due to calcification leading to stenosis (mean gradient of 10 mmhg). As reported, the patient presented with heart failure. A 23mm sapien 3 ultra valve was implanted within the pre-existing edwards surgical device using the transeptal approach with a perfect final result. Reportedly, the patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section b5. Updated section h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: as the device remains implanted, a device evaluation was unable to be performed. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Svd (structural valve deterioration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.